Event description:
It was reported that the navistar thermocool became blocked in the catheter sheath introducer. It was also reported that the electrode was damaged while removing the catheter from the sheath introducer, making it difficult to control.